Event description:
A customer contacted beckman coulter inc. (Bci) stating that the synchron lx20 pro chemistry analyzer was leaking from the hydropneumatic (hydro) area, but could not locate the source. No injury or operator exposure was reported for this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched and performed troubleshooting (ts) on the system and found that there was a pin hole leak in the tubing under the rocker valve assembly. The fse replaced the valve tubing, calibrated chemistries as needed, and ran customer qc.